Event description:
It was reported that the patient had difficulty recharging their implantable neurostimulator (ins) and it was determined that the device pocket was too deep. No diagnostics or troubleshooting was not required for the event. A revision was performed where the ins was relocated to the buttocks and placed more superficially where it was more accessible for the patient. The patient status at the time of report was noted as ¿alive ¿ no injury¿. There was no outcome reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2009, product type: lead. Product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2009, product type: lead. (B)(4).

Event description:
It was reported that the patient was doing well with no issues at the time of the report.

Event description:
It was reported that the reason for the pocket being too deep was because the doctor decided to re-use the patient¿s previous implantable neurostimulator (ins) pocket when they implanted to device.